Manufacturer narrative:
The referenced report of the patient being previously issued an ungrounded patient cable was reported under medwatch MFR # 2916596-2015-01429. Approximate age of device ¿ 4 years, and 10 months. The explanted pump was disposed of following the exchange. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. It was reported that during the patient¿s clinic visit on (B)(6) 2016, interrogation of the system controller showed low speed advisory and pump off events recorded on (B)(6) 2016. The patient was reported to be asymptomatic during the event. The patient has been supported on an ungrounded patient cable since (B)(6) 2015 due to a previous history of pump stoppage. A submitted log file analyzed by the manufacturer's technical services representative confirmed the pump stop event occurred while the patient was connected to external battery power. The data recorded in the submitted log file appeared consistent with a potential issue with the percutaneous lead. The submitted x-ray images showed a possible area of concern within the internal portion of the percutaneous lead. As of (B)(6) 2016, it was reported that the patient remained stable and the healthcare professionals were contemplating a pump exchange. The patient experienced additional pump stops and a pump exchange was subsequently performed on (B)(6) 2016. No further information was provided.

Manufacturer narrative:
No equipment was returned for evaluation. According to the information provided by the clinical representative on 07/26/2016, the center reportedly discarded the pump following the pump exchange procedure. The report of low speed alarms /pump stoppage events was confirmed based on the evaluation of the submitted log file; however, a specific cause for the interruption in pump function could not be conclusively determined through this evaluation. Based on the manufacturer¿s past complaint experience, similar reported events and the patient¿s history of pump stoppage events, the pump stoppage events could be indicative of potential compromise to at least two percutaneous lead (lead) wires from different phases of the three-phase motor; however the lead wire compromise could not be confirmed. The location of the suspected lead wire compromise could not be determined. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.